Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced in b5 is being filed under a separate medwatch report number.na.

Event description:
It was reported that this procedure was for a vessel puncture closure of an unknown vessel using the pre-close technique prior to the procedure. Reportedly, the foot wouldn't work on the first proglide. Then, a cuff miss occurred with the second proglide. The sutures of two new devices were successfully pre-placed and the procedure was completed. Hemostasis was achieved with the pre-placed device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.